Event description:
It was reported that pump displayed cgm error 42 while customer was using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.